Event description:
It was reported that there was questionable performance with the device experiencing early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead 2008 (B)(6); 5076 implantable pacing lead, 2008 (B)(6). (B)(4).

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis revealed analysis of the returned device indicated normal battery depletion, (B)(4).